Event description:
It was noted the patient died 4 years and 7 months after device implant. The device was noted to be at eri. Follow up revealed death certificate shows the cause of death as respiratory arrest due to or as a consequence of sepsis, due to congestive heart failure, due to lymphoma. Autopsy was done and manner of death was declared natural.

Event description:
It was noted the patient died 4 years and 7 months after device implant. The device was noted to be at eri. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): no anomalies found, proximal conductor distorted, outer insulation cosmetic esc and depression and (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, distal conductor blood/body fluid (not obstructed), outer tubing overlay cosmetic esc and breached cut, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Event description:
It was noted the patient died 7 months after device implant. The device was noted to be at eri. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku